Event description:
This is report 1 of 2.it was reported that a gap was identified between the twin bag and the transfer set after connecting the two components. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.